Manufacturer narrative:
(B)(4). The complaint rt380 adult breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation, to determine if the complaint devices had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the connector on the expiratory tube of a rt380 adult dual heated evaqua2 breathing circuits was cracked. No patient consequence was reported.

Manufacturer narrative:
The lot number of the returned complaint device was not provided however visual inspection revealed that the inspiratory elbow was moulded (B)(6) 2016. Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation where it was visually inspected. Results: visual inspection of the returned complaint device revealed that the expiratory elbow, expiratory patient end connector and collar were all cracked. Additionally it was discovered that the evaqua2 tube was brittle and degraded. Conclusion: we cannot conclusively determine the cause of the damage of the complaint breathing circuit. The customer reported that the nebulizing drug tacholiquin was used alongside the complaint breathing circuits. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the connector on the expiratory tube of a rt380 adult dual heated evaqua2 breathing circuits was cracked. No patient consequence was reported.